Event description:
The customer complained of discrepant inr results on 4 separate patients between coaguchek xs meter (B)(4) and a lab using the stago neoplastin reagent. Patient 1 was tested by fingerstick at 9:10 am with a result of >8.0 inr on the meter. Within 7 hours a lab test was done using venous blood and the result was 4.62 inr. Patient 2 was tested by fingerstick at 9:20 am with a result of >8.0 inr on the meter. Within 7 hours a lab test was done using venous blood and the result was 4.56 inr. Patient 3 was tested by fingerstick on (B)(6) 2018 at 1:15 pm with a result of 7.0 inr on the meter. Within 7 hours a lab test was done using venous blood and the result was 4.69 inr. Patient 4 was tested by fingerstick on (B)(6) 2018 at 2:55 pm with a result of 4.4 inr on the meter. Within 7 hours a lab test was done using venous blood and the result was 2.8 inr. There was no allegation of an adverse event. The patients were not anemic, no heparin , no antiphospholipid antibodies and no direct thrombin inhibitors. The patients have not had any diet changes, new illness and no new medications. The patients had no signs or symptoms of bleeding or bruising. The patients therapeutic ranges are 2.0-3.0 inr. Retention test strips (297792) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.